Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, delivered from the "ortho" unit, will not stop alarming. When the customer was instructed to check the pump's event history log, he found system error 322 alarms on (B)(6) 2013. It was also reported that there was no pt injury as a result of these alarms.